Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions with multiple non sustained right ventricular oversensing episodes. Upon review, myopotential oversensing was suspected. The device was reprogrammed. The patient was asymptomatic due to the event.

Event description:
New information available on 1/5/2018 states that, the implantable cardioverter defibrillator exhibited additional episodes of oversensing, noted via merlin.net transmissions. No patient symptoms were reported. Programming changes were discussed.